Event description:
There was an issue reported where the caller experienced a discrepancy between the displayed and actual time on their device, which was greater than five minutes. There was no adverse impact to the customer¿s blood glucose level, as previous settings did not result in levels above 500 mg/dl or below 54 mg/dl. To resolve the issue, the caller decided to update the pump time independently and was advised by technical support to monitor the situation and follow up if the discrepancy recurs.